Event description:
Procedure: unk. Reportedly, the distal end of the cannula is broken off. It was not known if it was missing prior to the start of the procedure. Attempts to acquire additional information about this report did not result in any additional information. Therefore, it was assumed that the piece of the device broke of during use and fell into the surgical area. However, this cannot be confirmed. There was no reported patient injury or risk.